Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: evaluation of the returned rx vision stent delivery system (sds) found blood visible on the entire length of the catheter, which is consistent with the sds advanced into the patient anatomy. The stent was stationary and tightly folded but not between the markers. The proximal end of the stent was 7mm distal to the proximal balloon marker. There were multiple bends through out the entire length of the hypotube. Since this damage was not reported in the incident information, the bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. Stent mislocation/ movement can be affected by numerous factors including, but not limited to, inadequate crimping during manufacturing, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling during product preparation for use, or interaction with accessory devices or patient anatomy. To ensure this type of occurrence is not a result of a potential manufacturing or product related deficiency, all stent delivery systems are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. A sampling of units is also subjected to a stent movement test to verify stent security. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The proximal stent outer diameters were measured and met manufacturing criteria; however, the middle and distal measurements were oversized. Stent outer diameter is verified 100% at the time of manufacture and units in this lot were all within the required specification, this over-sizing most likely occurred at the time of movement as it is expected that the stent would expand during travel over the balloon shoulders. In this case, it is possible the stent moved during advancement in the lesion; however, this could not be confirmed. There were multiple clear fibers on the distal end of the stent. Possible sources for fibers include but are not limited to different types of cleaning paper or wipes, which may be present in both manufacturing and the account. All sds are 100% inspected for stent and balloon contamination throughout the manufacturing process, including the point where the protective sheath is placed over the crimped stent. In this case, there was no damage noted to the balloon and the fibers were not attached to the balloon, therefore the fibers are not consistent with balloon peeling, and likely came in contact with the stent as it was handled after the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this report. In this case, a conclusive cause for the reported stent mislocation could not be determined; however, the reported foreign material appears to be related to the operational context of the procedure.

Event description:
It was reported via user facility medwatch that the stent was prepped in the standard fashion. The physician and scrub tech verified that the stent was never touched prior to insertion into the pt's body. After the stent was in the vessel, and across the lesion, it was noted that the stent was not located appropriately to the markers, and was more distal on the balloon than it should have been. The physician decided that to deploy the stent may cause a section of the stent not to inflate, so he removed the stent. The physician was concerned that if he hadn't noticed the misaligned stent, that a section of the stent would have not been deployed. To then pass a balloon through an undeployed stent may have proven to be a challenge, and would have placed the pt at risk of an unsuccessful procedure. Withdrawal of the device from the pt was done successfully. After the stent was out of the body, it was evaluated and it was x-rayed to check against the markers. It appeared to be positioned incorrectly on the delivery system, not as a result of its prep, or its insertion into the pt, but possibly coming from the manufacturer that way. Fibers can be seen currently on the stent, but were placed there after the stent was removed from the pt. The stent was not touched prior to its use. No pt effects were reported.

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received. A follow up report will be submitted with all relevant info. (B)(4).